Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6).

Event description:
The customer reported that the philips intellivue information center (piic) speaker was not functioning. The device was not in clinical use at the time the issue was discovered. There was no adverse vent or harm reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and examined the device. The fse performed tests and found the audio card and speaker were abnormal and determined that the parts audio amplifier card, speaker, and audio input cable needed to be replaced to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker, audio card and cable. The reported problem was confirmed. The device was operational after repairs were completed.